Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of chest pain and atrial perforation was suspected due to the location of the pain. Upon device interrogation, an increase in atrial capture thresholds was observed. On (B)(6) 2015 the patient presented in the operating room for lead revision. The presence of fluid in the pericardial sac was confirmed, reaffirming the possibility of perforation. The lead was explanted and replaced. The patient was in stable condition following the procedure. The patient would continue to be monitored.